Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing with low fluid reading with a fluid filled tube. It was determined that this failing part caused the false upstream occlusion alarms and has been replaced.

Event description:
During review of the event history log, it was determined that a repeating pattern of upstream occlusion alarms suggest that the device was falsely alarming for upstream occlusion. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.